Manufacturer narrative:
A review was performed of the info provided. A large intra-peritoneal volume drained manually following the pt's prescribed treatment occurred with an undetermined cause. There was no adverse event associated with this reported large drain volume. The peritoneal cycler (plant investigation) is currently undergoing evaluation and a supplemental report will be submitted upon completion.

Event description:
The pt contacted tech support complaining of leg pain during the latter part of his ccpd treatment and had additional questions regarding fill and drain issues. Tech support was able to obtain the following treatment data from the cycler. Drain 0: 3084ml, fill 1: 1999ml. Drain 1: 1416ml, fill 2: 1999ml. Drain 2: 3258ml, fill 3: 1999ml. Drain 3: 1422ml, fill 4: 1999ml. No last drain. Post treatment, the pt completed a manual drain of approximately 4000ml. The reported large post treatment drain exceeds the 180% drain criteria for a reportable device malfunction.